Event description:
It was reported that a malfunction alarm occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not reappear, allowing the customer to continue using the pump.